Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that in (B)(6) or (B)(6) of 2019 the patient turned her implant off because she could not handle the stimulation while going through her pregnancy. She had forgot to charge her implant that whole time and now she is unable to charge the implant. She went through passive recharge mode (prm) by herself and was able to start charging for a little bit but then stated that she is seeing end of service (eos) on the recharger which she noticed (B)(6) 2020. She was not able to get any stimulation and was unable to put her device into MRI mode. She was redirected to her healthcare provider (hcp) to discuss next steps.